Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the cartridge was connected to the handle for use in stomach resection during a laparoscopy-assisted distal gastrectomy, the green button illuminated, but the blade advanced only a little then stopped when they tried to fire the device. The tissue was not thick and it was stated that it felt as if sandwiching some foreign material. A new cartridge was installed and the resection was performed without problem.